Event description:
Physician was inserting a rumi ii system disposable uterine manipulator. Rubbar cading was noted to be peeled back with visible damage to the tip. A new rumi ii tip lavender, 5.1 mm x 6 cm was retrieved and used for the case.